Event description:
It was reported that the tandem charging supplies became hot while charging. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.